Manufacturer narrative:
The thermogard ivtm system (sn tgxp13075) was evaluated at customer site. The reported complaint of "the pump rotor on the thermogard ivtm system (sn (B)(4) would not rotate in the raceway" was confirmed during functional testing. The root cause of the reported issue was the loose contact of prime switch connector on the I/o board to the rj45 connectors. Upon visual inspection, no physical damage was observed on the thermogard ivtm system during preliminary functional testing, the prime switch on the thermogard ivtm system was not working and therfore the pump rotor would not rotate, thus confirming the reported complaint. The root cause of the reported issue was the loose contact of prime switch connector on the I/o board to the rj45 connectors. The rj45 connectors were reconnected to address the reported issue. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the priming of the start-up kit (suk), customer reported that the pump rotor on the thermogard ivtm system (sn (B)(4) would not rotate in the raceway. It is unknown if another thermogard ivtm system was use to continue with ivtm therapy. Patient's status information was requested but the customer did not provide a response.